Event description:
It was observed that during a site visit to the facility that pumps are experiencing concurrent flow (medications, programmed amounts and delivery rates unk). It was reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device has not been identified or returned to baxter for eval. If a device is identified and returned, a supplemental will be submitted. Known conditions resulting in flow from the primary container during a secondary infusion segment include inadequate height differential between the primary and the secondary IV containers, or a high flow rate (typically above 300 ml/hr). The spectrum operator's manual recommends the primary IV container be placed 20 inches below the secondary IV container to provide a gravity advantage that allows flow from the secondary IV container only, and warns the user of the possibility of primary IV container siphoning with flow rates above 300 ml/hr. It was observed during the site visit to the facility that improper infusion set-up and the speed of the infusion caused the concurrent flow. Review of the secondary infusion set-up per the spectrum operator's manual was conducted.